Manufacturer narrative:
The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. The articulation will be none or limited due to the broken cable. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormally sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the 8mm mega suturecut needle driver instrument had a broken cable. No fragments fell into the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was suturing when the issue occurred, but it is unknown if there were any issues related to opening/closing of the grips of the instrument. There were cables visibly protruding from the instrument's distal end, which can be observed in the attached picture. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.